Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A physician reported that during the placement of the peg tube on (B)(6) 2019, a pneumoperitoneum was suspected. The procedure was stopped and the peg tube was discarded. The patient remained in the hospital for 24 hours for monitoring and duodopa therapy was paused. On an unknown date, the pneumoperitoneum was confirmed and the patient was treated with unknown intravenous antibiotics. At the time of report, the condition of the patient was improved.